Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4)(ofr). Ofr sent the subject device to a third party laboratory for additional microbiological testing. In the test, the air/water channel of the subject device tested positive for bacillus sp. (1cfu /endoscope). This microbiological test result meets the target level* of the (B)(4) guideline, ¿ministry of health and solidarity dgs / dhos, ctinils - march 2007: elements of quality assurance in health related to the microbiological of endoscopes control and traceability in endoscopy¿. * the target level in (B)(4) guideline means the level of quality which aims to ensure and maintain normal safety and working conditions in a controlled environment.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing conducted by the user facility, all channels of the subject device tested positive for staphylococcus non aureus.there was no report of infection associated with this report.